Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low and high blood glucose. The blood glucose at the time of the incident was 40 mg/dl and insulin pump was suspended. Customer drank mountain due and last night it went high up to 600 mg/dl. Customer received a change sensor alert after a calibration not accepted. Customer declined troubleshooting for it. The device will not be returned for analysis.